Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the implantable cardiac defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.